Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the ins was at end of life (eol). The hcp said they patient had medical issues and did not follow-up with them until 2018. The hcp said that the cause of the ins not functioning was that the battery was dead but there were no known circumstances that led to the ins not functioning. The hcp stated the patient experienced pain. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain, post lumbar laminectomy and lumbar radiculopathy. It was reported that in 2013, the patient's ins stopped functioning. No symptoms were reported. The patient could not find any manufacturer representatives (reps) to help them because they were out of town for 9 months. The ins was replaced (B)(6) 2018, because it had stopped functioning. No further complications were reported or anticipated.